Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, it was reported that a 6 millimeter (mm) 15 centimeter (cm) 80 powerflex pro could not deflate. Therefore, the balloon was removed with a guiding sheath from the patient. The balloon was changed to another new balloon. It was unknown how to complete the procedure. There was no reported patient injury. A powerflex pro was delivered to the lesion and inflated. The target lesion was the external iliac artery. The lesion was moderately calcified and mildly tortuous. The product was clinically used and will not be returned for analysis. Additional information was received and there were no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. The product was removed intact (in one piece) from the patient. It is unknown which contrast media was used. The contrast to saline ratio is unknown. The type and brand of inflation device used is unknown. It is unknown if the same indeflator used successfully with other devices. It is unknown if there were any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there were any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflate normally. The maximum inflation pressure is unknown. It is unknown if the balloon maintain pressure during inflation. It is unknown if the balloon not deflate at all. It is unknown if the balloon did not deflate or re-wrap properly. It is unknown if a procedural cd is available for review.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) procedure, it was reported that a 6mm x 15 cm 80cm powerflex pro balloon catheter could not deflate. Therefore the balloon was removed with a guiding sheath from the patient. The balloon was changed to another new balloon. It was unknown how the procedure was completed. There was no reported patient injury. A powerflex pro was delivered to the lesion and inflated. The target lesion was the external iliac artery. The lesion was moderately calcified and mildly tortuous. Additional information was received and there were no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. The product was removed intact (in one piece) from the patient. It is unknown which contrast media was used. The contrast to saline ratio is unknown. The type and brand of inflation device used is unknown. It is unknown if the same indeflator used successfully with other devices. It is unknown if there were any resistance/friction while inserting the balloon through the rotating hemostatic valve. It is unknown if there were any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflate normally. The maximum inflation pressure is unknown. It is unknown if the balloon maintain pressure during inflation. It is unknown if the balloon not deflate at all. It is unknown if the balloon did not deflate or re-wrap properly. The product was not returned for analysis. A device history record (DHR) review of lot 15894556 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deflation difficulty-unable to (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Due to the limited information provided it is unknown whether vessel characteristics or procedural factors may have contributed to the reported event. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.